Manufacturer narrative:
The hvad is used for treatment not diagnosis. The driveline cable ((B)(4)) was not returned to manufacturer for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Clinical factors may have contributed to the reported event and patient outcome. In addition related comorbidities may have also contributed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Though the root cause of the reported event based on device history review and certificate of sterility review show no discrepancies noted that may have caused the reported event. There are patient, procedural, and pharmacological factors that may have contributed to this event.

Manufacturer narrative:
The driveline was not returned to heartware as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed 4 vad disconnect alarms, confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely cause of the driveline disconnects was the reported dropping of the peripheral equipment. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely cause of the driveline disconnects was the reported dropping of the peripheral equipment. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure  the steps for exchange of devices are also outlined.   It further warns that damaged equipment should be reported to the manufacturer and inspected. (B)(4) 'hospitalization'.

Event description:
It was reported that during inpatient admission the patient was transferring from chair to bed and controller with batteries fell to floor. The driveline became disconnected. The nursing staff had difficulty reconnecting the driveline because they did not retract the driveline cover back enough to allow for connection so pump restart took a few minutes. During the pump stop patient became unstable. The patient required intubation and transfer to ICU. The patient was stabilized and was extubated hours later.